Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.

Event description:
It was reported that, during primary total knee replacement the operating room nurse opened the femoral component to be implanted and noticed the outer plastic shell was cracked. This item was not on the sterile field another component was used.